Event description:
A hospital has reported the following event: at initiation of treatment, the machine alarmed an internal blood leak. Blood was in the dialysate. Blood loss was 68cc. The facility was contacted for info and detail of this event. It has been learned that the pt had lost 1 circuit of blood and did have a drop in hemoglobin. The facility obtained a blood culture, and dose of antibiotics are given as a prophylactic measure. For this incident, the results of the blood culture was positive. This pt received additional doses of gentamycin. The organism recovered was ralstona pickettii. Blood cultures were re-drawn three times and resulted in no growth. The pt received additional antibiotics on the 3rd, 4th and with the last dose being given the last drawn. At this time, this pt has fully recovered. No info has been received on what bloodlines were in use. The sample is available for evaluation.

Manufacturer narrative:
Device history record review: the lot history did not indicate anything relative to the complaint. Sample analysis: one used f3 dialyzer from the reported lot number was received. The prepackaging pouch was not returned with the dialyzer. The dialyzer was received with wet fibers and there was evidence of blood exposure as blood was visible within the fiber bundle. Gross visual exam of the complaint sample was unremarkable. There were no abnormal characteristics observed within the fiber bundle (no sheared, broken, kinked or looped fibers). There were no abnormal characteristics observed within the polyurethane potting material. The manufacturing info printed on the housing beneath the product label was not present. During bubble point testing, a continuous flow of air bubbles released from multiple fibers near the center of the fiber bundle when the dialysate compartment was pressurized with air. When the blood pathway was pressurized with air, the specific fibers exhibiting a leak could not be isolated. The specific type of damage that the fibers incurred is indeterminate (i.e.- manufacturing damage, handling damage, precip failure, etc.). Conclusion: the reported complaint is confirmed. Testing performed on the returned sample demonstrated an internal fiber leak due to a broken fiber(s) in the dialyzer fiber bundle. Monitoring equipment is in place to preemptively detect and remove failures due to fiber leaks before packaging during the production sequence. Additionally, there were no other abnormal characteristics observed within the returned sample that could have caused an internal blood leak. As such, the source of the blood leak was due to the broken fiber(s). However, testing could not isolate the specific location of the breakage to determine the specific event that caused the fibers to become damaged. (Qip) was opened to address internal leaks within dialyzer product. Additional detail regarding this incident was received on 07/22/2009. As a result of the new info that was received, the incident was determined to be reportable.